Event description:
It was reported that the balloon of an infusor filled with an oncology drug had burst, while being delivered/walked over to the patient for use. Most of the solution remained inside the housing; however, there was some leakage. This occurred before use; therefore, there was no report of patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. During visual inspection a ruptured bladder in a non-footing position was identified. The bladder was microscopically examined. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection of the returned sample identified markings on the exterior surface of the bladder near the rupture line, which is an indication of external damage. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.